Event description:
A customer had a problem with the sal ejector. The customer reports "the tip caps came loose from the cannula during suctioning and ended up in the back of the patients throat." No medical intervention was required.